Event description:
As reported by the user facility information by bbm sales organization in singapore: "under infusion". "Incident date/time: 3 march, 0044hours - 0541 hours. Medication: IV dextrose 5% nacl 0.45%. Description provided by nurse: IV dextrose 5% nacl 0.45% 500ml, rate 83ml. Started at 0044hours, completed at 0541hours, however observed there was balance more than 92ml in the physical bag based on their estimation. Based on the history logs extracted from (B)(4), nil discrepancies of abnormalities found. No further complication reported after the event. Patient's condition not affected." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The infusion was started with a rate of 83ml/h and a volume of 500ml. 5 hours later the infusion was stopped by the customer. At this time, 413 ml has been infused. No other abnormalities were found. The complaint could not be confirmed. The infusion was stopped by customer.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): we received 2 used capillary housing of introcan safety-w pur 24g, 0.7x19mm-EU without packaging. The introcan cannula and the protective cap of both used samples were not handed over by the customer. The following investigations were conducted: visual inspection: the received used samples were taken to a visual inspection for damages according to the sap test plan and test method on damages (particularly with regard to the tip of the capillary). Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component or impairs the appearance of the component. Actual: at one used sample a part of the capillary and the capillary tip was cut off. The cut off area shows a v-shaped damage. The cut off part of the capillary tip was not handed over by the customer. We assume that this damage was caused by the introcan cannula by withdrawing and pushing forward again. Length of the undamaged catheter: approx. 20 mm. Length of the damaged catheter: approx. 11 cm. Physical inspection: the used sample (without damage) was taken to an air-tightness test of the catheter hub and the capillary according to the sap test plan. Nominal: air tightness 300 kpa/30 sec. Actual: leakages at the used sample were not detected. Summary and assessment: relating to the damage at the used sample we assume of an application problem. Additional note: please see instruction for use - after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Based on the conducted investigations the tested samples are within the specification. Therefore the complaint is considered as not confirmed. Device history record (DHR): reviewed the device history record for batch number 20e06g8911 and there were no defect encountered during in process and final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter-damaged-cut.